Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room for a potential infection at the implant wound site. During interrogation, the nurse discovered far r oversensing on the device. Programming changes were recommended for the oversensing and the patient was put on antibiotics. The patient was stable.